Event description:
It was reported by a user facility that two (2) patients sustained burns of unknown severity following hair removal treatments with a lumenis lightsheer duet laser hs handpiece.

Manufacturer narrative:
Reasonable attempts by phone and email were made to obtain further information about the reported events from the user facility including patient information, treatment settings, sun exposure and photos, however, none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical specialist concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. Additionally, the technical specialist noted the user facility owner provided burnt hs handpiece tips that were re-used during treatments. The technical specialist provided photographs of the tips to regulatory affairs. A review of device labeling states "the hs handpiece uses a removable, disposable tip that attaches to the handpiece aperture, and which must be replaced between patients, or during patient treatment if the tip becomes dirty or if the internal filters become clogged." "Warning - the disposable tip must be kept clean during patient treatment. Foreign matter on the disposable tip will get hot due to absorption of laser light and can cause epidermal injury." Lumenis concluded the probable root cause of the reported events to be failure to clean/maintain the device according to instructions as described in device labeling.